Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer changed cartridge and subsequently, an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer cleaned the speaker holes and cleared the altitude alarm. There was no adverse impact to the customer's blood glucose level.